Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon could not get the vessel sealer extend (vse) instrument to work. There was no sealing performed as the instrument had recognition issues when installed to the system. The customer swapped out the vse to address the issue and completed the procedure with no reported patient injury.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the surgical staff was having firing issues on two vessel sealer extend (vse) instruments with the e-100 generator. The intuitive surgical inc. (Isi) tech support engineer (tse) found no related errors in the logs. The customer moved on to a bipolar forceps instrument to continue with the procedure. The tse walked the caller through a hard reset of the e-100 generator, but the surgeon was already past the portion of the surgery where the vse would be used. The tse recommended to send in the two vse instruments for failure analysis. The customer continued with the procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) attempted to follow-up to request additional information related to the event. However, as of the date of this report, no further details were obtained.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the vessel sealer extend (vse) instrument would not fire, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive field service engineer (fse) followed up with the site and was informed that first vse instrument burned tissue but did not move properly. The second vse instrument was not burning tissue and stated that there was not enough tissue between the jaws. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged vse issues cannot be determined based on the information provided and phone support details. The site replaced the vse instruments with a force bipolar instrument and stated they would return the suspected vse instruments for failure analysis. The phone support details did not reveal any issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: it was alleged that the vessel sealer instrument moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.